Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2011 and (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse, urethral hypermobility, severe pelvic congestion with pelvic vessel tortuosity. It was reported that the patient had the concurrent procedures of a laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy, sacral colpopexy, apical cystocele repair, cystoscopy performed during mesh implantation. It was reported that the patient underwent laparotomy with lysis of adhesions, right ureteral stent placement, right ureterolysis, uterosacral ligament suspension was done (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, increase in purulent discharge from the cervix, urinary/bowel problems, organ perforation, recurrent vaginal granulation tissue, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent granulation tissue removal on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced erosion, infection, bleeding and dyspareunia. It was reported that the patient underwent mesh excision on (B)(6) 2011 due to cervical granulation tissue. It was reported that patient underwent revision/removal of mesh on (B)(6) 2011 due to mesh exposure. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-05167. The same patient is represented in each medwatch.